Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After discussion with the tsc, the customer replaced the chloride electrode which resolved the issue. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant chloride (cl) results were generated by the advia 1800 system. The results were not reported out of the laboratory. The samples were retested on the same instrument and yielded results within expectations and reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant chloride results.